Manufacturer narrative:
The insulin pump had battery cap damage due to a stripped coin slot. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the battery cap of the insulin pump could not be removed and the battery inside the device was dead. The customer had reverted to a back-up plan. The customer's blood glucose was 180 mg/dl. The customer was advised to disconnect from the insulin pump. Nothing further was reported.